Event description:
It was reported that the patient had a tear in their driveline and there was separation at the connector bend relief. The tear was covered in the rescue tape and a clamshell was scheduled. The patient's log files were submitted to technical services for review and no unusual events were found.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported external cosmetic damage to the driveline's silastic sleeve was confirmed via images provided by the account. The reported external separation of the driveline¿s silastic sleeve from the controller metal connector was confirmed via an abbott representative. The tear was covered with rescue tape and a clamshell repair was performed on (B)(6) 2022 to remedy the separation of the silastic sleeve from the controller metal connector. The patient remains ongoing on (B)(6) and no further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system instructions for use and patient handbook contain information on caring for the driveline and discuss damage due to wear and fatigue of the driveline. No additional information was provided. The manufacturer is closing the file on this event.

Event description:
A clamshell repair was performed on (B)(6) 2022.